Manufacturer narrative:
The company representative replaced the motor/pump assembly ((B)(4)). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4)

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an electrical test failure code #50 (motor speed out of specification) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.